Event description:
After the balloon of this device was used to dilate a proximal rca lesion, it was used to expand another MFR's coronary stent in that same lesion. The balloon reportedly burst inside the stent. There has been no claime of injuty related to this event. The device is being reuturned for analysis.